Manufacturer narrative:
(B)(4): product evaluation: received one (1) sample(s) with original opened product box and label identifying part# as 8229707 - nim trivantage emg endotracheal tube 7.0mm ID from lot# 0207000688. The condition of the device showed customer use. From visual evaluation, no obvious damages were noticed on the working length of the tube. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, water bubbles were noticed at the cuff assembly. Under magnification, a small pin-size hole was visible on the cuff close to the proximal end of the tube. The puncture on the cuff is likely attributed to device usability - which pertains to the manner in which the product was utilized by the customer and/or the customer inadvertently maneuvering the cuff during intubation which likely caused the cuff to come in contact with another device (sharp object or lubricated stylet). During manufacturing, 100% inspection is performed on all devices for cuff leakage. (B)(4).

Event description:
It was reported that the cuff would not inflate. It was confirmed that while intubating the patient for a thyroidectomy, it was noted that the cuff would not retain pressure. They reintubated without difficulty or patient impact, and found that the original device had a leak.